Event description:
A malfunction alarm was reported, but there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump malfunction code was resettable, and technical support assisted the customer with the reset process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump.